Event description:
It was reported "arterial line was placed in the rt radial of two different patients. The diastolic pressure was reading 20 less then the blood pressure cuff reading." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include: 9680794-2024-00260.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. A finding was identified; however, without the device returned for analysis, it cannot be determined if this finding is relevant. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "arterial line was placed in the rt radial of two different patients. The diastolic pressure was reading 20 less then the blood pressure cuff reading." No medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine". Associated MDR number include: 9680794-2024-00260.